Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient accidently cut through their ventricular assist device (vad) driveline cable while performing a dressing change. The patient had been told not to change their dressing as they hadn't received training, but the patient was insistent. It was also noted that the patient had a history of non-compliance. The patient went into cardiac arrest, lost consciousness and subsequently died.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed an electrical fault alarm indicating an overcurrent condition in the front stator in addition to a vad stopped alarm due to the motor stators failed on (B)(6) 2021 at 19:25:24. A vad disconnect alarm was then logged at 19:25:25 indicating a disconnection of the driveline from the controller. The reported driveline cut event could not be confirmed due to insufficient evidence. Based on the available information the most likely root cause of the observed electrical fault alarm, vad stopped alarms, and vad disconnect alarm event may be attributed to the accidental cutting of the driveline by the patient, as mentioned in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.